Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised to address a leg length discrepancy. Update 12/2/2013- ppd and medical records. Received. This complaint is now legal. After review of the medical records for MDR reportability, the revision operative note indicated the patient was revised due to a fall that caused a fractured greater trochanter, pain, discomfort, osteolysis, leg length discrepancy, and subsidence of the femoral implant. The femoral stem wasn't revised. The MDR decisions for the femoral implant is being re-evaluated and a stem and cup are being added. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/2/2015.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).